Event description:
It was reported that during a rotational atherectomy procedure, the brake did not work. The 90% stenotic lesion was located in the calcified and moderately tortuous left anterior descending (lad) artery. The physician first ablated with a 1.5mm burr and was going to exchange to a 1.75mm burr. During withdrawal of the 1.5mm burr in dynaglide, while pressing the brake defeat button "the lock was not released and the rotawire and the burr moved all together". Eventually, the burr was removed from inside the pt together with the rotawire. The procedure was completed with a different device. The pt status was listed as "good".